Event description:
It was reported that hinges on two system 6 aseptic housings were broken off and the lids were detached from the lower part of the housing; it can potentially expose non-sterile battery to the sterile surgical field. The housings were found in the repair bin at user facility and the customer could not provide any further information regarding this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.